Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It failed the pre-use check with flow transducer test. It was not noticed by measuring the voltage of a resistor from a circuit board inside the air gas module that it had major drift 0,7v while the reference was 0,57mv. In addition that a couple of other components from the same circuit had major drift. This resistor is part of the flow.n circuit. Moreover, there was a sign of physical damage on a capacitor on the same printed circuit board (pcb). However, replacing it didn't resolve the issue. It was concluded that the cause of the issue is in the flow.n circuit in a pcb inside the gas module. However, it was not possible to find which component caused the issue. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 913476.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800